Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated to the complaint was returned for analysis. 3 of the 4 tabs were bent and the last tab was broken. The product is deteriorated. The dimensional and functional inspection is not possible. The DHR analysis for the corail stem provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. Based on the information received and the investigation performed, no product related issue was identified. The incident could have occurred during the assembly due to the application of excessive force during the assembly. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During insertion of the screw it was noted that the head of the screw was not completely engaging with the screw driver. The screw was then removed and it was noted that the head of the screw was damaged. One of the 4 leaves was broken and the others bent.